Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver pacing when required. Additional information from the field representative indicated that the lead had fractured and could not pace. This lv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.